Event description:
Additional information received indicated that the event occurred post-operatively and the drug delivered via pump was lioresal. It was reported that there was no patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, product type programmer, physician product ID 8780, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8780, implanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: previously reported patient code no longer correct, new. (B)(4) previously reported. (B)(4) no longer appropriate, new (B)(4).

Event description:
It was reported that the patient was experiencing some troublesome extensor spasms and "oral baclofen did not help to any great extent", so it was decided that the patient's intrathecal baclofen would be increased "from 24 up to 26mcg/day". It was indicated that a pump interrogation was attempted; however it did not recognize the pump and the patient's programmer gave the message that there was a pump memory error and pump/catheter was invalid so no changes were allowed. It was reported that the pump could not be interrogated because the memory card that was of the programmer had contained old software that was not compatible with the catheter that was implanted so a memory error was displayed by the programmer. As a result, the patient was seen at the hospital on (B)(6) 2012, and the memory card was replaced with the correct one and a ("new two piece") option for the catheter was programmed; and the pump was updated. It was confirmed that this was successful.